Manufacturer narrative:
Evaluation summary: review of the device history record indicated the order was built to specification. The returned sample was visually and functionally tested and passed testing. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The irrigation and aspiration flow rates were within specification. No damage was found on the fittings. Neither leakage, nor occlusion was detected from the tubing insertion to the fittings. The sample functioned within specification. The system operator's manual provides the following in regard to loss of aspiration/suction issues: insufficient aspiration probable cause: loose blue luer fittings. Damaged o-ring (ultraflow irrigation/aspiration handpiece only). Clogged tip. Kinked or damaged tubing. Cracked blue fitting. Recommended solutions: reconnect securely. Inspect o-ring and replace, as necessary. Flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest. Check tubing and/or replace cassette. Check fitting and/or replace cassette. The root cause of the customer's complaint could not be established; the returned sample met specifications.

Event description:
Additional information was received by the pharmacist. There was no patient hospitalization or medical intervention to treat the event. In surgeon's opinion, the device caused or contributed to the event. It is unknown which system was used.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that there was no aspiration at the end of phacoemulsification and during irrigation-aspiration the vacuum did not rise during a cataract surgery with intraocular lens (iol) implant. The irrigation/aspiration handpiece was changed without success. Then the almost empty bss pouch was changed but still no vacuum the issue was resolved by changing the cassette. The procedure was completed without known consequences or impact to the patient. Additional information has been requested but not received to date. This is one of four reports being filed for the same facility. This report is for the patient who underwent surgery on (B)(6) 2015.